Manufacturer narrative:
The following information has been updated with corrected and/or additional information: d.9. Device available for eval? Yes. D.9. Returned to manufacturer on: 28-dec-2023. H.6. Investigation summary: bd received one hundred eighty (180) for lot 3179643, one hundred six(106) tubes for lot 3059229, six(6) tubes for lot 3273763, twenty two(22) tubes for lot 3177823 and four(4) photos for investigation. The photos were reviewed and the indicated failure mode for gel air bubbles was observed. Additionally, the customer samples along with eight hundred(800) retention samples from bd inventory, were evaluated by visual examination and the issue of gel air bubbles was observed. Complaints for sample quality are under statistical control for the month of november 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode gel air bubbles. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that while using bd tube sst plh 13x100 5.0 plbl gold br there was a large quantity of tubes across four lot numbers with gel air bubbles. No patient impact reported.

Event description:
It was reported that while using bd tube sst plh 13x100 5.0 plbl gold br there was a large quantity of tubes across four lot numbers with gel air bubbles. No patient impact reported.

Manufacturer narrative:
H6. Investigation summary: bd had not received samples, but 4 photos were provided for investigation. The photos were reviewed and the indicated failure mode for gel air bubbles was observed. Additionally, retention samples from bd inventory were evaluated by visual examination and the issue of gel air bubbles was observed. Complaints for sample quality are under statistical control for the month of november 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode gel air bubbles. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints. H3 other text : see h10.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot#: 3059229. D4. Medical device expiration date: 29-feb-2024. H4. Device manufacture date: 12-apr-2023. D4. Medical device lot#: 3179643. D4. Medical device expiration date: 31-may-2024. H4. Device manufacture date: 12-jul-2023. D4. Medical device lot#: 3273763. D4. Medical device expiration date: 30-sep-2024. H4. Device manufacture date: 17-oct-2023. D4. Medical device lot#: 3177823. D4. Medical device expiration date: 30-jun-2024. H4. Device manufacture date: 19-jul-2023. B3: date of event is unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd tube sst plh 13x100 5.0 plbl gold br there was a large quantity of tubes across four lot numbers with gel air bubbles. No patient impact reported.